Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient underwent liner exchange (B)(6) 2014 following revision for infection which occurred on (B)(6) 2013. All other components retained.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-301; lot# iwtrd; tri ts baseplate size 4; cat# 5521-b-400; lot# jhbkd; triathlon sym patella s33x9mm; cat# 5550-l-339; lot# ldj895; tri lm/rl tib aug sz4 5mm; cat# 5545-a-401; lot# er8ce6a; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient underwent liner exchange (B)(6) 2014 following revision for infection which occurred on (B)(6) 2013. All other components retained.